Event description:
It was reported that an alert was triggered via remote monitoring due this device being in safety mode. Engineering reviewed the data and noted no recent data with safety mode information. Technical services (ts) discussed that if the device was interrogated with a programmer it should display there codes that may indicate why the device went into safety mode. Ts discussed returning the device for analysis to determine the root cause of the device being in safety mode. The device was subsequently explanted, but will not be returned as it was not possible to obtain the device to send back for analysis. No additional adverse patient effects were reported.